Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, coughing, chocking. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received patient alleged difficulty breathing/short of breath, coughing, chocking related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on mar 11, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received patient alleged difficulty breathing/short of breath, coughing, chocking related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the manufacturer observed that there is unknown dust-like contamination at the air inlet. Right panel assembly and the air outlet port has dust-like contamination on them. Ui (users interface) knob area had dust-like contamination around it. Pca (printed circuit assembly) had slight dust-like contamination on it. Pca copper edge pins have unknown corrosion on them. Dust-like contamination on the top of the blower box lid, surrounding area, on the top of the blower motor and inside of the bottom enclosure. Blower box had tiny dust-like fibers and contamination on the inside of it. The bottom of the enclosure had some dust-like contamination inside of it. Air inlet seal had yellowed and there was white dust-like contamination on it. The sound abatement foam was intact and had some dust-like contamination on top of it. During re-assembly of a screw holding down the blower box lid, manufacturer accidently smashed one black wire of the 2-pin connector (thermistor wire) that is part of the motor assembly. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found five error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer the presence of multiple contaminants that are not consistent with degraded sound abatement foam and are likely from an external source and manufacturer was unable to address the patient's symptoms sections d9, g3, h2, h3, h6 has been updated in this report.